Manufacturer narrative:
Date rec'd by MFR: 05aug2019. Per biomedical engineer the touch screen was calibrated to address the reported problem. The unit was not in use on patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen is inaccurate. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the touch screen is inaccurate. The customer reported that the unit was in use on patient, but there was no patient harm reported.